Event description:
Laboratory experienced an instrument failure results in falsely low glucose results. One patient was treated with 1/2 amp of glucose based on result. Patient experienced no adverse effects.